Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibers. No further info is expected for this specific event and the case is considered closed. The root cause of this event cannot be determined. Gambro does not regard the submission of this report as an admission of liability.

Event description:
The customer complaints about blood leak during treatment. Immediately after connection of the bloodlines on the pt a visible blood leakage appeared in the dialyses. No serious injury, no medical intervention.